Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence. Troubleshooting was performed and the issue was verified. However, customer declined to reload the cartridge with assistance from tandem technical support. There was no adverse impact on customer's blood glucose level.